Event description:
Customer reported a past low blood glucose event with the lowest level reaching 50 mg/dl. To address the low blood glucose, carbohydrates were consumed by the customer. Tandem technical support recommended that the customer consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.